Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: the pump was returned and it was noted that there was evidence of moisture corrosion in the battery compartment and on the battery cap. During a visual inspection of the pump it was noted that the battery compartment was cracked in two places; below the bumper pad and between the bumper pad and the top of the pump. A leak test was performed and failed due to these cracks. The pump would not power on and was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was evidence of moisture in the battery compartment. Reportedly, there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.